Event description:
On (B)(6) 2014, a (B)(6) year old female pt underwent a cerebral sinus occlusion when the shuttle sheath broke off as it was being manipulated into the cerebral sinus. Vascular surgeon notified to help with snaring and retrieval of broken piece of introducer. A part of the device did remain inside the pt, however, the piece of shuttle sheath was retrieved with a goose neck snare procedure. The pt did not required any additional procedure due to this occurrence. (Apart from the removal of the device portion at the time of the initial procedure). There were no adverse effects to the pt.

Manufacturer narrative:
Pt code: removal of foreign body from pt is not labeled. Device code: material separation is not specifically addressed in the IFU.